Event description:
Additional information was received as follows: the patient was older with thin, bad lungs. The patient was being treated for a large abdominal aortic aneurysm. The right iliac limb was completely occluded and the left iliac limb was nearly completely occluded. After the stent graft implant procedure, the inflow was not adequate on the left side, so the physician elected to open and complete a supra-renal patch graft to the aorta, which resulted in good flow. A fem-fem bypass was also performed as planned. (B)(6) days post op the patient returned to the hospital with extreme back and leg pain. An x-ray was taken and nothing of significance was found. Two days later the patient returned again, but was sent home again. On a third visit, the physician hypothesized that the stent graft may be thrombosed. The patient then had an open procedure to remove the stent grafts and an open bifurcated bypass was performed. The patient was doing well. The physician concluded that the thrombosis was a patient-related factor, unrelated to the stent graft. The physician thought that the dissection perhaps caused a flap that was not fully appreciated intraoperatively, and that caused the issue. Also the supra-renal patch graft may have been problematic.

Event description:
Explant summary: the device was explanted during surgical conversion due to acute stent graft occlusion. The patient was originally treated for a large aaa. Prior to implant there was complete occlusion of the right iliac artery and near complete occlusion of the left iliac. At implant it was reported that the left iliac was dissected by a wire, and an aui and a single iliac extension were successfully placed on the left side. Post-evar the inflow was inadequate; therefore the physician elected to open the patient and complete a suprarenal patch graft to the aorta. At the conclusion of the procedure there was satisfactory flow down the left, and the fem-fem bypass to right side also achieved good flow. (B)(6) days post-implant the patient complained of extreme back and leg pain, and was found shortly thereafter to have complete occlusion of the stent graft. During the open procedure the aui and extension were explanted without issue, and an open bifurcated bypass procedure was performed; the patient was successfully converted. No stent graft issue s were reported. The physician reported that the stent graft thrombosed as a consequence of iliac occlusive disease, unrelated to the stent graft. Additionally, a dissection may have caused a flap that was not fully appreciated intraoperatively, and perhaps the suprarenal patch graft may have been problematic. Films were not provided. From the examination of the returned devices and the clinical information provided, the cause of the stent graft occlusion could not be determined. No stent graft integrity issues were seen with the explanted aui or iliac limb. It is likely that the reported patient related issues caused the stent graft occlusion.

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately eight weeks ago. Aneurysm and vessel morphology were not reported. It was reported that he stent graft was explanted due to the stent graft clotting off. The physician commented that there was no stent graft failure and the stent graft thrombosed as a consequence of iliac occlusive disease. No additional clinical sequelae were reported.

Manufacturer narrative:
Results: inherent risk of procedure (dissection).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (occlusion), patient's condition affected effectiveness of device (iliac occlusive disease). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (iliac occlusive disease).

Manufacturer narrative:
Results: lack of information (device evaluation is pending). Conclusion: lack of information (device evaluation is pending).